Event description:
It was reported that when a patient fell from the bed the alarm did not go off at the nurse station. As a result of the fall the patient broke their hip. Upon evaluation by a stryker field service technician it was found that the docker cable was broken, which caused the alarm not to work at the nurse station. No further details have been provided regarding the patient's injury.